Event description:
Target was initially notified that during the procedure, the coil stretched while being retrieved. However, during the eval on 10/05/1999, it was observed that the coil had broken off from its pusher wire. Additional info received through a company's representative indicated that the coil was partially inside the pt's body and partially inside the catheter. It was removed with the catheter as a system. The procedure was successful with another device. There were no complications to the pt, who was reported in good condition after this event.